Manufacturer narrative:
Eval of the device revealed that the failure was attributable to a faulty connection on the power cable ground pin. This is an isolated incident; no other such failures have been reported.

Event description:
The device failed to stay on.